Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had problem with motor during change set motor no detected reservoir. The customer¿s blood glucose was 150 mg/dl at the time of incident. The customer also stated that the drive support cap was correct. The insulin pump will not be returned for analysis.